Event description:
Heating pad was returned to retailer and the only information provided was that consumer alleged that the heating pad caught fire. No injury or property damages was reported with this incident.

Manufacturer narrative:
It was determined that the bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings. This incident is the direct result of consumer misuse / abuse of the product.